Event description:
Caller indicated the relion micro meter was giving high readings. Daughter calling about father's meter reading too high. He gets a really high reading, gives himself insulin based on that reading and she has had to take him to the hospital a few times because he crashes due to taking too much insulin and his bg drops too low. Caller stated meter has been reading 150-200 too high ever since they purchased it 3 weeks ago. He has had bypass surgery and the cardiologist told him he needs to stay below 200 to heal properly. Claims four times they had to go to the ER because his sugar went too low because of taking too much insulin based on meter reading and he felt dizzy, shaky, sweaty and did not feel good. The last time was (B)(6) and caller stated he took 50 units of insulin. Last night compared micro to a new meter they purchased, micro read 450, new meter read 128 which is closer to his normal range. They believe the micro is not accurate and caused him to inappropriately dose himself. He is feeling better now using the new meter. He is storing strips in kitchen cabinet. Explained proper storage and using control solution. Replacing product and sending solution.

Manufacturer narrative:
Actual product was not returned for testing. Device history records were reviewed and no anomalies were detected. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Other text : customer did not return product.